Event description:
A cartridge change error was reported with the customer¿s pump. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was instructed by technical support to inspect and clean the pump's pneumatic tap area and o-ring, successfully resolving the issue and allowing the pump to resume insulin delivery.